Event description:
Patient reported the up button on the infusion device does not function and he experienced hyperglycemia. His blood glucose was 163 mg/dl in the morning and 289 mg/dl at 12:00 p.m. He ate lunch and delivered a bolus via the infusion device, and his blood glucose was 158 mg/dl at 2:00 p.m. He ate dinner at 8:00 p.m. And did not deliver a bolus. His blood glucose was 326 mg/dl at 9:00 p.m. And he delivered 7.9 ie via the infusion device, 391 mg/dl at 11:00 p.m. And he delivered 6.6 ie via the infusion device, and 361 mg/dl at 11:43 p.m. He did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and damaged the electronics. The defective up button is a consequence error of the damaged pump electronics due to liquid ingress.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.